Event description:
It was reported that hypoint ndl27ga1/2in needle was broken. The following information was provided by the initial reporter: we would like to inform you regarding a complaint from an end user stating that the needle is broken and the front part is inside the cap.

Manufacturer narrative:
H.6. Investigation: no sample was returned for investigation. 1 returned photo was received and there is needle observed in the hypoint shield. From the photo, the hypoint needle has been attached on the syringe and the hypoint shield has been removed with cannula observed in the shield. Based on the photo evaluation, it is unsure how the needle is broken. Understand from customer that it is unsure whether the broken needle is observed before or after use. Based on DHR review, there is no abnormality observed that may influenced broken needle. Based on hypoint process, the likely cause is from shield loading station and shield press station which have contact with the cannula. However, there is no broken needle observed for the past 2 years. In addition, it is unsure whether the broken needle happened before or after user used. Hence, the root cause is not established h3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hypoint ndl 27 ga 1/2 in needle was broken. The following information was provided by the initial reporter: we would like to inform you regarding a complaint from an end user stating that the needle is broken and the front part is inside the cap.